Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. Patient also experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.